Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an under infusion was not determined. The reported issue that there was an under infusion could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the infusions are taking longer than expected resulting in medications not being delivered within the ordered parameters. There was patient involvement but the information on patient impact is unknown.